Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude, less than 0.5 mv. Frequent atrial undersensing was observed on the presenting electrogram as well as the atrial and ventricular threshold tests. Further review of the sensitivity settings was recommended. The atrial lead remains in service.